Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 500 mg/dl. Customer mentioned the batteries would not last. Customer declined troubleshooting. Customer mentioned to have been off the device but was unknown for how long. Customer will not be returning the device for analysis.